Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.5 to 9.9cm, 9.2 to 12.8cm and 16.2 to 19cm from the distal tip. The etfe coating was intact at the same locations, but one of the etfe coatings was damaged during the surgical procedure.

Event description:
It was reported that the patient presented in the ER for device change-out due to normal eri. High capture threshold was noted on the lead. Externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.